Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in columbia. It was reported that the patient faced infusion set irritation and swelling on insertion area on (B)(6) 2024. The blood glucose level at the time of event was 140 mg/dl and the patient was treated with irritation lotion. No further information available.